Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms. Both hypogastrics were intentionally covered at the time where the iliac extension stent grafts were extended down to the common femorals bilaterally. The external iliacs are extremely tortuous, but the graft did not get kinked. The patient had a previous open aaa repair. It was reported that patient presented emergently to the ER with bilateral cold legs. A CT was done and revealed that the aorta was occluded all the way to the level of the renal arteries. The patient was taken for re-intervention. The physician had to do an axillary/fem, fem/fem bypass. The patient was in critical condition. The cause of the occlusion is unknown and the physician commented that the stent grafts are intact with no kinking, so was unsure what caused the occlusion. There were some out flow issues at the time of implant that were not appreciated. Last week, the patient received an above the knee amputation on one of his legs, unknown which leg. It was reported that currently, the patient had an open repair. The physician will also be explanting the device. No additional clinical sequelae were reported and the patient status is unknown. A review of returned films showed that the aorta is occluded beginning just below the renals. The ipsilateral limb was implanted on the right side. The aaa is 6cm and there are bilateral iliac aneurysms. The iliac limbs extend just beyond both iliac aneurysms; the distal ends of both limbs are sharply angulated anteriorly as they exit the iliac aneurysm. The cause of the occlusion could not be determined.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (occlusion, fem-fem bypass, surgical repair), patient's condition affected effectiveness of device (extremely tortuous external iliacs and low distal outflow). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (extremely tortuous external iliacs and low distal outflow).